Event description:
It was reported the system stopped performing fluoroscopy during a procedure and would reboot itself. This situation is indicative of a system shut down. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.